Manufacturer narrative:
(B)(4). The device has not yet been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The trek rx referenced is filed under a separate medwatch report number. (B)(4).

Event description:
It was reported this was an emergent procedure to treat a 100% clotted saphenous graft to the obtuse marginal. A thrombectomy with angiojet was performed. Then, the trek rx 4.0 x 30 mm balloon dilatation catheter was advanced over the xt fielder guide wire and inflated 3 times to 14 atmospheres but when the trek rx was being removed, it froze on the wire. The balloon was fully deflated prior to removal. Both devices were removed as a single unit. There was no reported resistance during removal of the stylet or protective sheath. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The difficulty removing the balloon catheter was not confirmed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience reports received. All the shipped products were inspected in the production process for meeting the product specifications and release criteria. There is no indication of a product deficiency.